Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture via ultrasound". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported "rupture via ultrasound". This record is for the left side. Device was explanted and it is unknown if it was replaced. The healthcare professional later reported "capsular contracture, baker grade IV".

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6a, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture via ultrasound". This record is for the left side. Device was explanted and replaced with another manufacturer´s device. The healthcare professional later reported "capsular contracture, baker grade IV".